Event description:
It was reported that a patient presented with oversensing noise on the atrial lead resulting in inappropriate mode switch and pacing inhibition. No programming changes were made; the device will continue to be monitored. The patient condition was stable.